Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. The specific origin of the deposition and a root cause for its development could not conclusively be determined. The observed deposition could have contributed to the patient's hemolysis and worsening heart failure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged to home on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to suspected pump thrombosis. The patient experienced rising lactate dehydrogenase (ldh), plasma hemoglobin, dark urine, weight gain, early satiety, and worsening creatinine and total bilirubin. Heparin was initiated for treatment. Head CT was unremarkable. A chest CT revealed circumferential thrombus throughout the outflow graft that exited the device and coursed superiorly towards the aorta. The implanting surgeon reported that the area of concern on the CT may have been non-lvad surgical material that was implanted at the time of surgery. The patient's ldh decreased with heparin; however, over time the patient continued to have elevated ldh and heart failure symptoms. An elective pump exchange was performed on (B)(6) 2017, and it was reported that the patient tolerated the procedure well.